Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was over 400 mg/dl. The patient had auto off and alert silence activated for both the low and high alerts. The patient treated via insulin pump bolus. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.